Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patients left leg could not moved. The patient complained of motor function issues for about an hour in the post anesthesia care unit (pacu). The patient underwent an exploratory surgery procedure and it was found out that the patient had an epidural hematoma. The patient then underwent an explant procedure and the devices were explanted. However, the patient has not regained function of their left leg. The explanted devices were disposed of by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121230.